Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an ulnar collateral ligament repair procedure on (B)(6) 2015. During the procedure, it was reported that a suture anchor pulled out. Another suture anchor was used to complete the procedure.

Event description:
It was reported that patient underwent an ulnar collateral ligament repair procedure on (B)(6) 2015. During the procedure, it was reported that an anchor pulled out. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.